Manufacturer narrative:
The customer retained the device in order to perform analysis on site. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used for treatment of a lesion in the mid lad, which exhibited a 120 degree bend. Glideassist was used to advance the crown, and three treatment passes were performed. The driveshaft fractured during the third treatment pass proximal to distal. The fragment was snared, and the procedure was completed with angioplasty and stent placement. The patient did not suffer any health consequences as a result of the driveshaft fracture.